Manufacturer narrative:
The straight expedium thoracic pedicle probe was returned for evaluation. Visual inspection revealed that the fracture was located at approximately the 40mm graduation mark on the distal tip. Optical imagining found evidence suggesting that the probe underwent a quasi-static overload failure. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be definitively determined however the probe may have been subjected to higher than anticipated stresses during use resulting in a quasi-static failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) had his first concorde lift case on (B)(6) 2017. L4-s1 with 2 levels of concorde lift and expedium ti 5.5 mm rod system. While reviewing the concorde lift instruments with the scrub tech, she had a very difficult time loading the torque limiting handle (287804102) onto the ¿driver shaft¿ (287804101g). When she pulled back on the sleeve of the torque handle and inserted the driver shaft, the sleeve on the torque handle would not slide back into its original position to ¿lock¿ the driver shaft onto the torque handle. After 5 or 6 tries, she got the driver shaft to lock onto the torque handle. The sleeve did not appear to be fully slid into place though. On her break, I had another scrub tech try to load the other driver shaft in the set. This did not make any difference and it is the torque handle that is the issue. He got the driver shaft and torque handle connected after struggling a bit. During implantation of both cages, the torque handle function well and stayed connected to the driver shaft. There was no delay due to this issue. During the procedure during pedicle screw placement, the thoracic pedicle probe broke while being inserted. It broke off about 20-30 mm from the tip. The broken piece was retrieved and there was no harm to the patient. Another pedicle probe was used to complete the procedure. There was no delay. This issue happened after the torque handle issue was discovered and before the concorde lift cages were implanted. The procedure was successfully completed.